Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient's infusion set fell off during swimming. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.